Event description:
Boston scientific received information that this right ventricular (rv) lead was replaced due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.